Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported phaco tube could not be tightly connected to the handpiece during cataract/vitrectomy combination surgery. The phaco tube fell off while using and replaced a phaco tube to complete the surgery. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found that would contribute to the reported event. The irrigation/aspiration (I/a) manifold and handpiece were connected without any interference and could engage securely by pressing tightly into the handpiece to ensure proper engagement. No leak was detected from the I/a manifold and handpiece during priming process. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. The sample could prime, tune with the ultrasonic handpiece, the 0.9 milliliter aspiration bypass system (abs) tip and infusion sleeve from the lab stock, and pass intraocular pressure (iop) calibration successfully. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).